Event description:
It was reported that the programmer "froze" on the disk operating system (dos) screen when downloading software from the software defined network (sdn). Technical support (ts) had the caller shut off the programmer and insert the service disk. Then the programmer was rebooted to a tan screen and a message that the system drive update did not update. An error number also appeared. Ts suggested the programmer be returned and engineering will investigate the issue. The programmer has been returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined the hard drive was bad and required replacing, therefore it was replaced as well as reimaged and reconfigured, and the software was reloaded. It was further noted that the programmer was missing a power cord so one was provided and the link electronic module board was recalibrated as a preventive measure as a result of an error observed in the "getlogs" file. (B)(4).